Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic. Upon interrogation, the pulse generator exhibited backup vvi operation and premature battery depletion. The device was explanted and replaced on (B)(6) 2016. No patient symptoms were reported.